Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot test was performed and failed, as the device would not turn on. An internal visual inspection was performed and failed due to evidence of water damage. The allegation was undetermined. The probable cause could not be determined as the receiver could not turn on due to water damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.